Manufacturer narrative:
PMA/510k number= k142688. The device involved in this complaint is an echo-hd-25-c device of lot# c1195242 and has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent/kinked within the proximal end of the handle during use, which may be attributed to individual patient anatomy if the area being sampled was a particularly hard mass or lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in needle breakage and preventing the needle from fully retracting into the sheath when actuating the proximal needle handle. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-25-c device of lot# c1195242 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While attempting to collect a sample with this device, the needle was advanced into the mass and the handle broke, therefore the needle was unable to retract.